Manufacturer narrative:
An event of pericardial effusion requiring drain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer torqvue sheath with the following dimensions: orifice max 28 mm, landing zone max 26 mm, depth 23 mm. There was an evidence of compression that shape like a tire. Heparin was administered during the procedure and the patient's activated clotting time (act) levels was 267 seconds. On (B)(6) 2024, the patient had a pericardial effusion which was drained. The patient is stable.